Event description:
An opthalmic surgeon reported that leakage occurred from the drain bag during surgery. The procedure was completed with no patient harm.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).